Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no sterile water in the syringe.

Event description:
It was reported that there was no sterile water in the syringe.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Visual evaluation of the returned sample noted one opened (without original packaging), unknown meter drain bag with connected inlet tubing and sample port connector. Visual inspection of the sample noted no obvious visible defects. No syringe was returned with the sample, so it is unknown whether or not the syringe met specifications. A potential root cause for the reported failure could be, ¿tip cover came off during shipping or in processing.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.